Event description:
Customer reported that a patient with passive anti-d did not react with vss429. Testing performed on pv and in manual gel. Additional testing performed with a 3% cell diluted to 0.8% reacted 1+.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).